Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information has been requested for the reason of the explant but no new information has been provided. The lens was returned for evaluation. Visual inspection of the lens found portion of both haptic plates missing. No damage to the optic was observed. All optical measurements were within specifications. Due to the plates being damaged dimensional inspection couldn't be performed on the returned lens. A retain sample from the same lot (7443009) was dimensionally inspected and all dimensional measurements were found to be within specs. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that the lens was explanted approximately 8 months post implant. The reason for the explant was not provided. Additional information has been requested but no new information has been provided.

Event description:
Additional information: it was reported that the lens was explanted and replaced with a different model lens due to z-syndrome. Reportedly, the patient's status is "good." The report pertains to the patient's left eye.